Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported that during testing, it was found that the device display does not match the control knob setting. There was no patient involvement. In addition, there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the display does not match the control knob setting. Internal inspection of the device noted a damaged display pwa (printed wiring assembly). The probable cause for the display not matching the control knob setting was the damaged display pwa.

Event description:
The customer contact reported that during testing, it was found that the device display does not match the control knob setting. There was no patient involvement. In addition, there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.